Event description:
The manufacturer received information alleging a ventilator's leak and flow values were high. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to be contaminated. The flow sensor assembly was cleaned to address the issue.